Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery cap contact. The pump was tested with a new battery cap and no blank display was noted. The pump passed the displacement test and self-test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the pump had a blank display. The incident was reported via phone call. Blood glucose at the time of incident was 91mg/dl. The customer's daughter stated that her father had been off the pump while in the hospital for a broken hip. They changed the battery and the pump did not turn on. They were advised to leave the battery out for two hours and to call back if the display does not return after reinserting the battery. They called back and stated that the display was still blank even after rest. They used industrialized (B)(6) batteries and (B)(6) batteries. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.